Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
It was reported that the customer received two unexpected restart alarms. The customer stated that since receiving the battery cap, the customer had not received the battery out message. The customer did state that she was experiencing high blood glucose levels since the two unexpected restart alarms. The customer's blood glucose was between 150 mg/dl and 200 mg/dl. The customer was not injured or hospitalized. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.